Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, product type: lead. Product ID: 37081, product type: extension. Product ID: 3550-29, product type: accessory. (B)(4).

Event description:
It was reported that sometime in (B)(6) 2013 the patient was at night school near "(B)(6)" and felt a sensation that the patient described as "sparklers going off in his entire trunk area." It was noted that the patient walked away from the machinery, left class and felt fine about 20 minutes later. It was noted that the patient thought stimulation was turned off at the time that this occurred.